Event description:
It was reported that lead was explanted due to an unknown reason after approximately 13 months, and was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).